Event description:
It was reported that the patient¿s father had heard the alarm on the day prior to report and brought the patient into the healthcare provider (hcp) facility. The patient was stiff and tight, though the hcp did not know when it was first noticed. At the office, the hcp also saw that the patient was having clonic, jerking movements and his four limbs were exhibited seizure-like shaking. The hcp interrogated that pump; the programmer showed the low reservoir alarm date as the day prior to report and the alarm was sounding due to zero reservoir volume being reached. It was reported that, as of (B)(6) 2013, the daily dose was increased from 85mcg/day to 114.94mcg/day. Based on that flow rate, the patient would have run out of drug sometime around (B)(6) 2013. The hcp wanted to know how to tell if the pump was damaged; however, on the prior day, the hcp programmed a single bolus and the patient responded positively. It was also noted that the hcp had gotten some air in the pump when refilling. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).